Event description:
On (B)(6) 2022, an (B)(6) customer has left a review comment that the product was not accurate. Importer comments: the reporter did not describe the type of complaints, such as false results. Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.).